Manufacturer narrative:
(B)(6). Device catalog number and device lot number not provided/ unknown.

Event description:
Doctor indicated that the unknown abutment screw fractured inside of the implant (int411). The implant had to be removed. Tooth location #3.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection. A visual inspection revealed that the internal drive feature contained a piece of fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm (B)(4). The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined.